Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. The suspend feature functioned properly during testing. No delivery anomaly noted when the suspend feature was activated. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube. Additional information was received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported in the initial call the customer was advised to upload their pump to carelink. The customer called back on (B)(6) 2016. The customer stated she took the insulin pump to her health provider office, they uploaded the pump but it shows no data. Customer stated she does not feel comfortable with this insulin pump and wants it to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated with apple juice, ginger snap, and a cup of coffee with milk. The customer stated that she fell 5 times the night before and cracked her ribs. The customer drove herself to the hospital. The customer also stated that she started getting diabetic neuropathy as a result of high blood glucose readings. The customer believed that her settings should be adjusted. The customer switched from novolog to humalog. The customer stated that the pump triggered a no reservoir alarm. The customer stated that the pump passed the displacement test.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.